Event description:
It was reported to the aci sales professional by the staff at the user facility that they had three pseudoaneurysms that resolved on their own. The facility stated they didn't have further information or time to look into each pt. The deployer is a trained user of the mynx. No further information was provided or could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1130604) indicated that the mynx lot met all established performance criteria prior to shipment. See medwatch reports 3004939290-2013-00070 and 3004939290-2013-00071 for the two additional pt reports. This complaint has been determined to be FDA reportable after an internal retrospective review of complaint (conducted on (B)(4) 2013).